Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. The returned sample was visually inspected. It was found that the distal end of the v-cutter was found to be fractured. All vsp550ex units are inspected and tested for functionality and performance during the manufacturing process, including inspection on the v-cutter mechanism. It is likely that the damage to the unit that caused the event occurred during handling. The v-cutter may have been damaged by an excessive force being applied to the distal end of the v-cutter, or it was hit by other objects. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 20, 2017. Upon further investigation of the reported event, the following information is new and/or changed: a second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, the jaw of the cutting element broke off. No known impact or consequences to patient. Product was changed out. Procedure completed successfully.